Manufacturer narrative:
(B)(4). Other devices used: catalog #00630505036, trilogy longevity crosslinked polyethylene neutral liner, lot # 60456803. Catalog # 00786401400, trabecular metal press-fit femoral stem, lot # 60484040. The following devices were manufactured by zimmer (B)(4): catalog #00801803602, versys femoral head, lot #60505336. Catalog #00625006525, trilogy bone screw, lot #60337961. Catalog #00625006530, trilogy bone screw, lot #60461308. This report will be amended when our investigation is complete.

Event description:
It is reported that the patient is alleging harm caused by the device, however the nature of the harm is unknown at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. There are warnings in the package insert that this type of event can occur and associated risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.